Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging an unknown issue with her onetouch ultramini enhanced meter. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 4x daily and her results are usually between ¿5 mmol/l ¿ 7 mmol/l.¿ the patient manages her diabetes with humalog insulin (20 units 3x per day with meals) and lantus insulin (28 units once before bed). The patient could not confirm the reported issue or when the reported issue began. On the early morning of (B)(6) 2014, the patient reportedly was up late reading or watching television when she claimed she ¿lost consciousness.¿ paramedics was reportedly contacted and administered the patient an ¿injection¿ (type not specified) which reportedly awoke the patient immediately. The patient was also given a peanut butter sandwich and ice tea to consume. The patient was reportedly transported to the hospital and discharged about 7 hours later. The patient¿s blood glucose was tested by the paramedics and at the hospital but results were not provided. The patient claimed she ¿lost consciousness¿ again on the following early morning but reportedly regained consciousness on her own. Prior to losing consciousness (on both days), the patient confirmed her last blood glucose result obtained on the subject meter was ¿6.6 mmol/l.¿ the patient denied making any changes to her usual management routine. The patient also denied experiencing any additional symptoms prior to losing consciousness. The cca was not able to walk the patient through resolving the reported issue at the time of troubleshooting. Replacement products were sent to the patient. Although it is not clear how the subject meter may have caused or contributed to the reported injury, this complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury which required invention from a health care professional (hcp) possibly after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter and test strips have been returned on 10/1/2014 and 10/10/2014, respectively, and evaluated by lifescan product analysis on 10/7/2014 and 10/12/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.